Event description:
A surgeon reported that during intraocular lens (iol) implant surgery one haptic was broken and the lens was removed through an enlarged incision. Additional info was received from the surgeon, who reported two sutures were required and the pt was left aphakic. One week later a second lens was implanted without any harm to the pt.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observation were as follows; lens returned positioned incorrectly. Solution is dried on the lens. One haptic is broken/torn at the gusset area and is returned. The optic is scratched/marked and has loose particulate-rejectable. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due ot the condition of the returned lens, the damage is most likely caused by the customer. Based on the results from the product and batch history record, the product met release criteria. Attempts were made to obtain additional info and completed questionnaire was received on (B)(6) 2012.(B)(4).